Event description:
It was reported that the procedure was to treat a moderately calcified, de novo lesion in the mid left anterior descending artery. Using a femoral access site, pre-dilatation was performed with 1.5 x 12 mm balloon catheter at 10 and 14 atmospheres and a xience prime 3.0 x 28 mm was deployed. Post implant a distal edge dissection was observed and it was treated with a xience prime 3.0 x 15 mm. There was no reported clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.